Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during testing, the ventilator alarmed with tf5507 (air or oxygen inlet valve cannot close properly).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing. Additional information added in follow-up #1 (B)(4). The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be leaking / defective mixer valves (no longer closing within the product specifications). After replacing the mixer valves, the device was found to be functional. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the leaking / defective mixer valves (no longer closing within the product specifications) could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following event description: during testing, the ventilator alarmed with tf5507 (air or oxygen inlet valve cannot close properly).